Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. (B) (4). Conclusion: the connection issue met by the user during the first attempt at the atrial level resulted from an excess of glue residues from the manufacturing process at the atrial level, which prevented from proper insertion of the screwdriver blade in the setscrew head at the first attempt. Corrective actions were implemented in the manufacturing process to eliminate any silicone adhesive inadvertently remaining in the setscrew's hex cavity (through an additional inspection step); the added inspection step became effective with sterilization lot 2317; in addition, a technical note was provided to users with a reminder and additional instructions to ensure the wrench is fully inserted at the time of the implantation procedure; concerning the reported high atrial lead impedance and abnormal spikes: one possible hypothesis is that during the second attempt, the atrial setscrew was completely unscrewed then screwed and could have been skewed and/or stuck because, the excess of glue; the click sound could have been heard but the contact was poor because, the setscrew was not completely engaged and resulting in poor electrical contact between the lead tip and the terminal block; no anomaly was observed on the connector components of the ventricular port; the electrical characteristics of the returned device were within specifications; the reported behavior at the ventricular level was not confirmed; the device is retained in the returned product storage area.

Event description:
Reportedly, during the implantation procedure of the pacemaker involved in this MDR report: a connection issue occurred at the atrial level even after a second attempt to reconnect. High impedance and abnormal pacing pulses were observed during suturing the pocket. The device was explanted and returned for analysis. Another pacemaker was implanted with success.